Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out. On (B)(6) 2012, the patient went to the emergency room in order to have a gastrostomy tube replaced that had been in place for two days. The balloon valve/ band detached, the balloon deflated, and the tube had fallen out.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed the complaint of balloon deflates/tube falls out. The inflation valve and valve band were disconnected from inflation port.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.